Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent incisional ventral hernia repair surgery on (B)(6) 2008 and mesh was implanted. It was reported that the patient was admitted to the hospital on (B)(6) 2017 due to severe abdominal pain, nausea and vomiting where she was diagnosed as having large and small bowel obstruction secondary to recurrent incarcerated incisional hernia. It was reported that the patient underwent removal surgery on (B)(6) 2017 during which the surgeon noted ¿multiple loops of bowel were incarcerated into a portion of the old synthetic mesh through the recurrent hernia sac; and the old mesh eroded into the bowel with extensive scarring and omentum adhesions in the right lower quadrant causing the bowel obstruction. The surgeon lysed the extensive dense adhesions yet he was unable to free the bowel from the mesh because of the erosion. As a result, approximately 30-40 cm of the bowel was resected and excised and removed.¿ it was reported that the patient experienced severe pain and inflammation. No additional information is provided.

Manufacturer narrative:
In addition, a review of the manufacturing records was performed and indicates that there were no quality concerns associated with the manufacturing process.